Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, grounding pad was not working. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site had tried five different grounding pads, but the issue was not resolved. Tse had site clean the patient¿s skin with saline solution, use different part of the skin, test the grounding pad on staff¿s skin and power cycle the generator, but the issue remained. The procedure was completing as planned with no reported injury.